Manufacturer narrative:
Received one used list# am6143, 11" ext set w/6-port nanoclave¿ manifold, check valve, nanoclave¿, clamp, luer lock: lot# unknown. A nanoclave was observed to be missing its housing and silicone seal. The reported complaint of a damaged manifold could be confirmed. The returned sample was observed to have a nanoclave missing its housing and silicone seal. No damages were observed on the spike. The probable cause of the missing housing is unknown. A DHR lot# review could not be conducted because no lot number was identified. Section e initial reporter (full) phone number: (B)(6). Corrected information can be found in d10 concomitant products, section e (throughout) and g2 - report source. E1 - (B)(6).

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding the 11" ext set w/6-port nanoclave manifold, check valve, nanoclave, clamp, luer lock that experienced breakage and leakage patient during use. There was no harm to the patient. It was reported that the registered nurse (rn) was inspected lines as patient blood pressure was not responding to medications that were infusing. The manifold was found detached and broken from patient, with medications and IV fluid infusing into bed. The rn able to remedy situation before patient deteriorated.